Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that medication leaking into the syringe plunger (between the 2 sealed rubber sections). Risk that the medicine is no longer sterile (contamination by micro-organisms). We had several problematic 20 ml syringe trays with this time half of the syringes leaking at the piston. Complaint via email. Chc complaint reference #: (B)(4) hospital complaint reference #: (B)(4) customer (hospital) name: xxx customer address: xxx contact name: xxx phone: xxx e-mail: xxx correspondence language: french cat# of product being complained: (B)(4) description of product: syringe luer-lok st 20cc 10ea/tray 12trays/ca lot or s/n: (B)(6). Complaint category: leaking incident date: unknown details of complaint (reported issue): ¿medication leaking into the syringe plunger (between the 2 sealed rubber sections). Risk that the medicine is no longer sterile (contamination by micro-organisms). We had several problematic 20 ml syringe trays with this time half of the syringes leaking at the piston.¿ complaint noticed: during / after use problem frequency: ongoing for (B)(6) 2026 (days - months - years) patient injury: unknown has health canada been informed? Unknown qty affected: 1 ea samples available? Yes.